Manufacturer narrative:
Additional information received confirmed the lens implanted in the patient is not a bausch + lombs lens; rather, another manufacturers lens. Based on the current information, this event is no longer considered to be a reportable event for bausch + lomb.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted post implant in the patient. Reportedly, the lens was explanted and exchanged for another unknown lens on (B)(6) 2016. No further information was provided. Additional information has been requested.